Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. As reported, following an undisclosed procedure, a 18f ce manta was deployed for closure. During deployment, the physician attempted multiple times to push the by-pass tube through the hemostatic valve of the manta sheath. The physician then applied more force while pushing the by-pass tube and device in, the sheath and closure device then connected. Following actuation of the lever arm, and deploying the anchor, the physician pulled back on the device. The anchor did not take hold, and the device completely pulled out of the vessel. It is inconclusive the cause of the device pulling out. Based on the limited information on initial and deployment procedures, patient environment, and no angiograms submitted for review the root cause of the complete pullout is undeterminable. Based on risk management documentation and historic complaints the complication could be related to error in the depth location measurement step or pre-existing patient anatomy. Once resistance was met while attempting to insert the bypass tube into the sheath, the physician choose to continue use of manta. The IFU specifically indicates in step 3 of inserting the device: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Additionally, align the manta delivery handle to the sheath hub and carefully advance the manta closure until the delivery handle snaps to the sheath hub where an audible click will be heard. Note: do not advance manta closure fully into sheath if significant resistance is felt, indicating that the anchor is meeting resistance in entering the vessel. Reposition the sheath by slightly retracting the sheath if necessary. While maintaining neutral digital pressure at the puncture with the fingers of the left hand, withdraw the manta slowly and carefully from the patient along the angle of puncture, approximately 45 degrees. Note: do not apply compressive or occlusive manual/digital pressure to the vessel while rotating lever, releasing the anchor, or withdrawing the manta device. Only support the skin enough to prevent distension of the vessel. Adverse events: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Manufacturer narrative:
Three devices were returned for investigation. The device(s) were decontaminated then visually inspected on (B)(6) 2021. (All three devices were used on the same patient during one procedure. After all, three devices failed, the physician decided to close the vessel by surgical cut down) the devices were not identified in what order they were used. One device unit exhibited bypass tube complications, the other two did not. Associated mdrs: MDR 3010252479-2021-00135 manta; MDR 3010252479-2021-00136 manta.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: it was reported that "it was not possible to push the bypass tube through the hemostatic valve of the manta-sheath. The bypass tube of the manta-device was pushed back again and again. After pushing the bypass tube and the device in with more force, it was possible to connect the device and the sheath. After rotating the lever for anchor deployment, the device was pulled back. The anchor never found a hold, so the whole device was pulled out of the vessel. If the anchor released itself properly is not clear. This happened with three devices in a row, all devices coming out of the same box/ same lot. The artery then was closed by surgical cut down." Additional information received on 05oct2021: there were no issues with advancing or withdrawing procedure sheaths prior closure. It was reported that all three manta devices were used on the same patient during one procedure. After the three manta devices failed, the physician decided to close the vessel by surgical cut down. The entire manta sheath was removed and replaced with a new sheath and device. These same issues occurred on all three devices. Associated to: MDR 3010252479-2021-00135 manta. MDR 3010252479-2021-00136 manta.